Event description:
Upon opening of the sterile packaging, foreign material was discovered tangled in the tubing. The sterile field was not compromised. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Device discarded.